Manufacturer narrative:
Suspect medical device lot number change to 73048li00 from unknown. An evaluation is in process.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, labeling review, device history review, and accuracy testing. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. Device history review did not identify any issues that may have caused the customer issue. The product was not returned. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Based on all available information and the product evaluation, no systemic issue and no product deficiency were identified.

Manufacturer narrative:
Suspect medical device: catalog was changed to 08d06-39 from 08d06-38. The lot number was not changed. An evaluation is in process.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08d06-38 that has a similar product distributed in the us, list number 08d06-31/08d06-41.

Event description:
The customer observed a (B)(6) result while using the architect syphilis tp reagents. The following data was provided for the patient. (B)(6). No impact to patient management was reported.